Event description:
It was reported that the pacemaker inappropriately stored an atrial tachy response (atr) episode. (B)(6) technical services (ts) was consulted and discussed the episode was not due to a true atrial arrhythmia. It was also discussed that this could be due to electromagnetic interference (emi) noise. This involved lead is a non (B)(6) product. No adverse patient effects were reported. At this time, the device system remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).